Event description:
The target lesion was in the distal lcx, with mild tortuosity and no calcification. The guiding catheter was engaged, and the bmw hc guide wire was advanced to the lesion, but it did not cross easily due to the tortuosity of the vessel. An excelsior was used to guide the guide wire, and the guide wire crossed. During the advancement of the guide wire in the excelsior, unusual resistance was noted. The excelsior was removed, and the coronary dilatation catheter was delivered over the guide wire, even though the guide wire was still in the lcx, the coronary dilatation catheter could only advance to the lad, and it could not advance distally over the guide wire. The guide wire seemed to advance into the lad without guide wire support. Because of this, a guide wire seperation was noted. It was also noted that the guide wire seperation site was in the guiding catheter. As the separation site was just diatal of the hypotube, the coronary dilatation catheter was inflated inside the guiding catheter, and the separated distal piece of the guide wire was trapped and removed. The separated distal guide wire was retrieved without patient injury.